Manufacturer narrative:
We received one flotrac sensor with a detached IV and pressure tubing sets for examination. The reported event of flotrac sensor issue was not confirmed. No leakage was detected from the flotrac sensor during leak test. No error message was observed on a vigileo monitor and pressure monitor. The flotrac sensor and dpt zeroed and sensed pressure accurately on a vigileo monitor and pressure monitor respectively. Electrical testing showed that both input and output impedance were within specifications. Zero-offset for the flotrac sensor and dpt also met specification per the IFU.

Event description:
It was reported that incorrect ci value was shown on the vigileo monitor during use. Around 0.7 to 1.5l was shown, although the customer was expecting values over 2.0l. There was no problem zeroing before use. The shape of the pressure waveform was normal. The pressure value and waveform matched. The flotrac unit and monitors were exchanged but the problem was not solved. No error messages were noted. No occlusion, leakage, or kinks were observed. The patient was not treated based on the inaccurate values. There were no patient complications reported.